Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient profile not shown. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient profile not shown. A technical support specialist (tss) provided common troubleshooting steps for this type of issue and advised customer to try provided methods. Tss instructed the user to enter the patient's last name first and followed by the first name, if the issue still persist then contact the admission discharge and transfer team to resend the necessary message for the patient to resolve the issue. Further the customer confirmed that they were able to re-enable the account. The system functioned as intended after the technical support specialist investigated the issue.